Event description:
It was reported that the patient passed away due to cardiovascular diseases and heart block. There is no known allegation from a health care professional that suggests that the death was device or lead related. No additional information was reported.